Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. It is likely that during removal of protective sheath, the inner and outer members at the proximal seal became stretched causing the inflation issue. This type of stretch damage can occur when the mid shaft is held instead of the distal shaft while removing the protective sheath even though no resistance is felt while removing the sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous proximal left anterior descending coronary artery. The 3.75x15 mm nc trek rx balloon dilatation catheter (bdc) would not inflate once the inflation device was on. A new, same size nc trek was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the outer member and inner member were stretched proximal to the proximal balloon seal, for a length of 1mm.